Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that the generator gave a temperature alarm after positioning of the antenna. The cooling system and connections cables were checked and the generator was reset but only when a new device was used the problem corrected. There was no patient injury.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. This report is being filed as a correction to the initial report submitted on (B)(6) 2016. The initial submission mistakenly reported the failure as part of a retrospective review related to capa2015-009106. Evaluation of the incident sample confirmed the reported failure of a temperature alert. The investigation identified the root cause of the reported event to be undetermined.